Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark bmx96 access system (bmx96). It was reported that the bmx96 was used without a sheath. Resistance was experienced advancing the bmx96 and it would not advance into the aortic arch. During removal, the bmx96 fractured in the femoral artery. The physician removed the proximal end of the bmx96 and performed a surgical cut down. The remaining fractured distal end of the bmx96 was then removed from the femoral artery using a clamp. The procedure was completed using a non-penumbra device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The following section was updated: 1. Section b. Box 5. Describe event or problem evaluation of the returned benchmark bmx96 access system (bmx96) confirmed that the catheter was fractured. Evaluation revealed signs of torquing at the fracture site. If the bmx96 is torqued unrestrained against resistance during advancement, damage such as a fracture may occur. The reported complex vascular anatomy may have contributed to resistance. The root cause could not be determined. Further evaluation of the device revealed an additional fracture and clamp marks on the distal segment. This damage is incidental to the complaint and occurred during removal from the patient. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The following sections have been updated: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 11. Additional manufacturer narrative. Evaluation of the returned benchmark bmx96 access system (bmx96) confirmed that the catheter was fractured. Evaluation revealed signs of torquing at the fracture site. If the bmx96 is torqued unrestrained against resistance, damage such as a fracture may occur. The reported complex vascular anatomy may have contributed to resistance. The root cause could not be determined. Further evaluation of the device revealed an additional fracture and clamp marks on the distal segment. This damage is incidental to the complaint and occurred during removal from the patient. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark bmx96 access system (bmx96). It was reported that the bmx96 was used without a sheath. In complex vascular anatomy, resistance was experienced and the bmx96 would not advance into the aortic arch. During removal, the bmx96 fractured. The physician removed the bmx96 proximal end. A surgical cut down was performed to removed the fractured segment from the femoral artery. The procedure was completed using a non-penumbra device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark bmx96 access system (bmx96). Resistance was experienced advancing the bmx96 and it would not advance into the aortic arch. During removal, the bmx96 fractured in the femoral artery. The physician removed the proximal end of the bmx96 and performed a surgical cut down. The remaining fractured distal end of the bmx96 was then removed from the femoral artery using a clamp. The procedure was completed using a non-penumbra device. There was no report of an adverse effect to the patient.